Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7290565; medical device expiration date: 2019-10-31; device manufacture date: 2017-10-17; medical device lot #: 9022806; medical device expiration date: 2021-01-31; device manufacture date: 2019-01-22 . " initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that was a screw inside syringe piston with a bd preset¿ eclipse¿. The following information was provided by the initial reporter, translated from (B)(6) to english: there was found a screw inside the syringe piston.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a screw in the barrel of the syringe was observed with the incident lot . Additionally, evaluation of the customer samples was performed observed a screw in the barrel of one of three returned samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a screw in the barrel of the syringe with the incident lot was observed. Additionally, evaluation of one of the returned customer samples was conducted and a screw in the barrel of the syringe was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that was a screw inside syringe piston with a bd preset¿ eclipse¿. The following information was provided by the initial reporter, translated from spanish to english: there was found a screw inside the syringe piston.